Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings:the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. The battery cap threads were damaged. There were cartridge not detected warnings observed in the black box on (B)(6) 2015. No load step malfunctions were duplicated during the investigation. A force calibration check failed. The force sensor pins were seated and the solder connections were intact. A force sensor resistance check passed. There was evidence of green contamination inside the force sensor housing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.